Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the instructions for use xience prime, everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported procedure was to treat a mildly tortuous and moderately calcified lesion in the mid left anterior descending (lad). The 2.75x38 mm xience prime stent was deployed at 12 atmospheres (atm); however post implantation, a proximal edge dissection was noted. Another 2.75x15 xience prime was used to treat the dissection and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.